Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. One of the distal clevis ears was cut off and the instrument conductor wire was found to be broken at the weld. Additionally, the instrument distal clevis was found to have thermal damage. Thermal damage is a result of the broken conductor wire. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the permanent cautery hook instrument was connected to the arm and it would not fire. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.